Manufacturer narrative:
Product complaint # (B)(4). Based on the device received, the tip of the guide catheter is not partially separated. Therefore, the event does not meet us regulatory reporting criteria.

Event description:
The healthcare professional reported during a eustachian tube dilation, when using an acclarent aera eustachian tube balloon dilation system, 5pk (eu061655, unknown lot) during a primary procedure on (B)(6) 2024 the "silver guide tip catheter was not properly sealed and was released from the orange plastic connector." The reporter stated the silver tip was "spinning" and was able to be pulled apart from the orange piece. It was noted that they replaced the balloon catheter and the issue resolved. No other issue was reported. No non acclarent devices were used. There was no allegation that a death or serious injury occurred due to the use of the product. The patient did not require any medical intervention as a result the alleged product issue. Additional information was received on 11-dec-2023 clarifying that the ¿"the silver guide tip" refers to the right shaft. The right shaft was not broken.

Manufacturer narrative:
Product complaint # (B)(4). D.4: the expiration date of the device is not available at time of reporting. H.4: the device manufacture date is not available at time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.